Event description:
A customer contacted beckman coulter regarding a discrepancy in glucose (glucm) results generated by the unicel dxc 600 pro synchron clinical system. A pt sample was tested for glucm and a result of 1100mg/dl was obtained. The customer indicated that the glucm result of 1100mg/dl correlated with previous results and was reported out of the lab. The customer re-tested the original sample for glucm and the repeated result was 300mg/dl. The repeated glucm result was not reported out of the lab. The customer re-drew the pt on the next day and tested for glucm; the result was 1100mg/dl. Based on available information, treatment was not affected in this event because the repeated glucm result of 300mg/dl was not reported out of the lab.

Manufacturer narrative:
The customer calibrates glucm at approximately 08:30 am everyday. The sample was a plasma sample collected in a lithium heparin, bd tube. A field service engineer (fse) was dispatched to the customer's lab. The fse performed a preventive maintenance (pm) to the instrument (there is no information why the pm was performed). The fse tightened a loose syringe and replaced probe wash collar. As of 12/15/06, no additional events have been reported from this account. A clear root cause had not been determined in this event. A malfunction will be assumed for the purpose of this report.